Manufacturer narrative:
(B)(6). Product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a "no disposable (nd-nr)" alarm. The cassette was removed and replaced twice. When the pump was powered on, it continued to alarm. The residual volume was 100 (appeared to have reset since the patient had received 36.9). There was no patient injury.